Event description:
Surgeon depth gauged the screw and started to place the screw at which time it stopped advancing and he then tried to back it up. As he began to back it up, it broke without significant torque applied to it. Fluoroscopy confirmed screw remained in bone and well contained.